Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fistula cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the tactra malleable penile prosthesis instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this tactra malleable prosthesis developed a fistula the the midline of the scrotum, leading to a surgical procedure. During the surgical intervention, it was noted that the fistula connected to the corpora cavernosa. The entire tactra was removed. The physician did not believe that the fistula was caused by erosion of the device. The patient is expected to fully recover.

Event description:
It was reported that the patient implanted with this tactra malleable prosthesis developed a fistula in the midline of the scrotum, leading to a surgical procedure. During the surgical intervention, it was noted that the fistula connected to the corpora cavernosa. The entire tactra was removed. The physician did not believe that the fistula was caused by erosion of the device. The patient is expected to fully recover.